Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microlance needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: needle for aspiration, without safety protection has some form of color/plastic click on the "head". Does not seem to affect function but feels uncomfortable to use.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301900 and lot number 210801. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. At this time, a definitive cause could not be determined for the reported issue.

Event description:
It was reported that the bd microlance needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: needle for aspiration, without safety protection has some form of color/plastic click on the "head". Does not seem to affect function but feels uncomfortable to use.